Event description:
Boston scientific crm received information that during a device replacement procedure, the pin of this right ventricular lead pulled away from the lead. There was an obvious insulation break near the terminal pin. The lead was abandoned surgically and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. This report will be reopened if additional information becomes available.